Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no: 363083, batch no: 9065707, exp: 12/31/2019. I recently discovered that I am receiving several overfilled sodium citrate tubes into the lab. Upon investigation, I discovered that the nurses are allowing the vacuum in the tubes to fill the tubes; however, all the tubes are overfilling before blood flow stops. Normally these tubes stop within 10% of the minimum fill line.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no: 363083 batch no: 9065707. Exp: 12/31/2019. I recently discovered that I am receiving several overfilled sodium citrate tubes into the lab. Upon investigation, I discovered that the nurses are allowing the vacuum in the tubes to fill the tubes; however, all the tubes are overfilling before blood flow stops. Normally these tubes stop within 10% of the minimum fill line.